Manufacturer narrative:
(B)(4).device not available.

Event description:
On (B)(6) 2010, product surveillance contacted the home patient (hp)'s clinic about another issue and spoke with a nurse (rn). Per the nurse, the hp had expired; the nurse said that the hp had not expired at the clinic, at home, or during therapy, but did not have any additional details. Product surveillance received follow-up information from global pharmacovigilance on 3/2/2010 following contact with the nurse on (B)(6) 2010 . Per nurse, hp passed away on (B)(6) 2010. The reported primary cause of death was congestive heart failure, and secondary cause of death was fungal peritonitis due to calciphylaxis and sepsis. Per nurse, the event of death was not related to any of the baxter pd solutions the patient was on. On the 29th of april product surveillance contacted the home patient's peritoneal dialysis nurse regarding the report of peritonitis while using the homechoice (hc) device. The nurse stated that to her knowledge the peritonitis was resolved prior to the patient's death. The nurse was unable to complete the peritonitis worksheet as she does not have the specific hospital information needed to complete it.